Manufacturer narrative:
The reason code for no evaluation has been updated.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: material no. 363080, batch no. 9043983. Email received, we have noticed on several occasions, that our 1.ml sodium citrate vacutainer tubes (lot#: 9043983) are overfilling. Last april (2018) we had received notification of the same issue occurring with the 2.ml sodium citrate.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain and customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see section h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: material no. 363080, batch no. 9043983. Email received: we have noticed on several occasions, that our 1.ml sodium citrate vacutainer tubes (lot#9043983) are overfilling. Last april (2018) we had received notification of the same issue occurring with the 2.ml sodium citrate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: material no. 363080, batch no. 9043983. Email received: we have noticed on several occasions, that our 1.ml sodium citrate vacutainer tubes (lot# 9043983) are overfilling. Last april (2018) we had received notification of the same issue occurring with the 2.ml sodium citrate.